Manufacturer narrative:
(B)(4). Date sent: 1/16/2025. Corrected data d4: UDI#. D4: primary UDI number (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.

Event description:
It was reported that during a tonsillectomy there was post op bleeding. The customer wanted to know if this could be related to megasoft recall. Tse - provided information related to megasoft recall and informed customer that the recall was not related to patient post op bleeding. No further information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2024. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the product code for this event? Were both a megasoft pad and a sticky pad used? How was the patient position (please give us a complete detail of set up). Was the bleeding only post op? How long was the post op bleeding? How old was the patient? Was hemostasis achieved during the procedure? What generator was used for the procedure? What were the settings on the generator? What instrument was used for cautery? Were there any issues with the devices that were used during the initial procedure? Was there any electrosurgical effect at the surgical site? What ethicon instruments were used during the procedure? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current patient status? Does the surgeon believe there was an alleged deficiency to any of the pads that led to the patient post op bleeding and if so, why? And what pad? The complainant is talking about post operative bleeding. Is it correct to assume that this refers to bleeding at the active surgical site? There is no mention of bleeding or burning caused by the neutral electrode? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.